Manufacturer narrative:
Visual exam of the genesys hta procedure sheath observed blood and tissue residue through the complete length of tubing, the rigid tube. A visual exam of the cassette also observed blood and tissue residue inside filter of filter chamber, heat chamber and inside reservoir on level sense pca. One communications board contact was noted to be outside the cassette skin. Analysis of the device confirmed that upon the initial attempt to engage the cassette a 'cassette error' was received. The communications board was replaced and upon the second attempt to engage the cassette another 'cassette error' was received. Further engineering analysis was able to determine that the most likely cause of the 'cassette error' was tissue residue present on the level sense board. As an issue with the level sense board most likely did not contribute to the complaint event, the ¿cassette error¿ will not be coded for. Since a burn is unable to be duplicated, the complaint was unable to be confirmed. Additionally, there were no defects observed on the returned device that may have contributed to the event. Based on information available at this time, the most probable root cause classification for the event is anticipated procedural complication. Patient thermal injuries are a possible adverse event of the hta procedure as indicated in the genesys hta system user's manual/dfu.

Event description:
It was reported to boston scientific corporation that a genesys hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed on (B)(6) 2013. The patient was reported to be approximately 38 years old. According to the complainant, at the conclusion of the procedure it was noted the patient received a 2nd degree vaginal cervical burn. There were no alarms or error codes. Bacitracin was applied to the burn. An additional attempt has been made to obtain follow up event details with no response from the clinician.

Event description:
It was reported to boston scientific corporation that a genesys hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed on (B)(6), 2013. The patient was reported to be approximately (B)(6).according to the complainant, at the conclusion of the procedure it was noted the patient received a 2nd degree vaginal cervical burn. There were no alarms or error codes. Bacitracin was applied to the burn. An additional attempt has been made to obtain follow up event details with no response from the clinician.

Manufacturer narrative:
The lot number is not known per the complainant; therefore, the device manufacture and expiration dates cannot be determined.